Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4).

Event description:
It was reported the patient was without stimulation coverage. Diagnostic testing revealed high impedance readings on all of the patient's lead contacts. Subsequently, the patient underwent surgical intervention on (B)(6) 2016, where two new occipital leads implanted to re-establish coverage of the patient's headaches and neck pain. It was noted the previously implanted 3225 exclaim lead was not explanted, but was instead disconnected from the ipg and remains implanted, but unused in the patient. It was also reported during the procedure, the patient's ipg was electively explanted and replaced with a different model. The patient reported effective stimulation therapy postoperative. Surgical intervention resolved the reported issue.